Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the pt hadn't had their stimulation on for a little bit due to other issues going on, however, when they tried to turn it up this morning, one side went up normal and the other side the pt felt nothing. The caller said they just kept increasing the stimulation up to 3.40 or 3.50 (pt normally around 2.40/2.50) since the pt could not feel it and all of the sudden the pt felt the stimulation and it "put them on the floor". Caller said when the pt dropped to the floor, it took awhile to get the stimulation off because the pt took the equipment with them and the caller had to try to reconnect to the ins to turn the stimulation down. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) redirected caller to pt's rep to have the ins/leads checked. Pt said they do not think they feel stimulation on that side but confirmed they were able to get the stimulation turned down.